Event description:
A report was received that the patient underwent an explant due to the ipg not functioning.

Event description:
A report was received that the patient underwent an explant due to the ipg not functioning.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description:artisan 2x8 lim explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information received indicated that there was no suspected malfunction with the ipg. The patient was explanted due to ineffective therapy.